Event description:
Patient contacted dexcom technical support on (B)(6)2015 to claim no audio output on (B)(6)2015. At the time contact with dexcom technical support, no medical intervention or injuries were reported. Additionally, at the time of contact, dexcom technical support advised patient to test the alert functionality and reported tone alerts were not functional, however the device vibrated.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and no issues related to the customer complaint were found. Functional testing was performed on the device and device failed audio test. The device speaker was measured and found to have high resistance. The customer complaint of no audio output was confirmed and the root cause was determined to be a defective speaker sub-assembly. A CAPA has been initiated for this issue.